Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose. The customer¿s blood glucose level was 436 mg/dl at the time of incident. The customer got alert for loss sensor signals. Advised customer to call his doctor and administer manual injection if needed or call emergency if needed in case blood glucose still continue to rise. The customer declined troubleshooting for high blood glucose value. The insulin pump will not be returned for analysis.